Event description:
It was reported to boston scientific corporation that an advantage fit system was used during a robotic total laparoscopic hysterectomy, extensive lysis of adhesions, left ovarian cystectomy, dermoid cyst and bilateral salpingectomy and retropubic sling advantage by boston scientific, and cystoscopy procedures performed on (B)(6) 2017 to treat a patient with menorrhagia and stress incontinence. On (B)(6) 2018, the patient underwent surgical removal of the sling for the preoperative diagnoses of severe voiding dysfunction with urgency, frequency, and urge incontinence and dyspareunia. In the physician's assessment, this was due to a very tight mid urethral sling. After a successful induction of general anesthesia, a foley catheter was placed. A lone star retractor was used for exposure. An incision was outlined from the bladder neck to just proximal to the urethral meatus. About 20 ml of 0.5% lidocaine with epinephrine in a 1 is to 200,000 concentration were injected in the anterior vaginal wall. The incision was then made as outlined and a sharp dissection was used to dissect the periurethral fascia from the vaginal epithelium from the bladder neck to just proximal to the urethral meatus and laterally to the inferior pubic rami. It was noted that the sling was difficult to palpate through the mid urethral fascia inflammation. When the physician was able to incise the periurethral fascia and identified just laterally to the urethra on the right side, the physician proceeded to circumferentially dissect the sling from the mid urethra. The middle was then cut and dissected completely as it was inserted into the obturator internus muscle bilaterally. It was then cut and sent for pathological analysis. The urethra was then inspected and was noted to be intact. The physician proceeded to develop some periurethral flaps both anteriorly and posteriorly. It was then closed over the mid urethra with a 3-0 vicryl in interrupted fashion. Copious antibiotic irrigation was done. The vaginal epithelium was then closed using 2-0 vicryl in a running fashion. A vaginal packing and foley catheter were left in place. The patient tolerated the procedure well and was returned to the recovery room in good condition.

Manufacturer narrative:
This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). The surgeon who performed the excision of vaginal mesh is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.